Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon is concerned that the clips aren't forming completely, and may be the cause of a bile leak. That's based on the fact that one of his patients was recently re-admitted with a bile leak. In that situation, the cholangiogram shows a cystic duct bile leak directly thru the clip. The case was completed normally, because at the time of the procedure, no problem was recognized pertaining to clip formation. The patient presented to the ER with a bile leak confirmed by cholangiography. The patient is a few years post-op gastric bypass. Therefore an ercp was not an option, so the cholangiography was performed percutaneously. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: did the surgeon experience any problems with the device during the initial procedure? No. Was the device fired over an existing clip? No. Did the procedure drive the need to apply torque or twist the device? No. Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? As much as possible. How many clips were fired on the patient side and specimen side? 2 on each side. How many hours or days post op was the patient re-admitted? 1 week. Was a cholangiogram done intra-operative or post operative? Intra-op. What was done to repair the leak? A cholecystotomy tube was placed. What did the clip formation look like when it was identified the leak was coming from the clip? Oval shaped. Was this an emergency or planned chole? Planned. Was this a typical case? Yes. Did the patient have any pre-existing conditions? Patient's anatomy present with any challenges for the case? Post gastric bypass. What is the patient's current status? The cholecystotomy tube is still in place. Is the patient expected to have a full recovery? Yes. Patient's sex, age, and weight? Female / (B)(6). How long has this surgeon been using this device? Several years, never had the issue before. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.